Event description:
It is alleged that during a case the system received a critical fault which was not overridable. It was reported that the set up joints wound not raise up, so they had to be manually forced up and removed from the patient.